Manufacturer narrative:
Patient city: (B)(6), patient country: mexico.

Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient experienced an infusion set insulin flow blocked alarm due to a bent cannula event on (B)(6) 2026. The infusion set cannula was found bent, leading to leakage at the site. The infusion set had been in use for 12 hours, and the site location was the abdomen. No further information available.